Manufacturer narrative:
H3: one used device was received for evaluation. Visual inspection found no anomalies or damage. Functional testing was performed where a syringe with red dye provided by ICU medical was used to push fluid into the cassette and resistance was observed when pushing the fluid, the fluid flow appeared to slow at the cassette housing out going tube bond. In attempt to better visualize the partial occlusion the bond was cut out. Upon further inspection a partial solvent occlusion was observed. The customer issue was confirmed, and the probable cause is due to an errant solvent application during assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that sometimes it takes a lot of effort to inject the solution because the green part at the top of the cassette, where the solution is hard to get in, may be closed. There was no patient involvement.